Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01411. This report is being submitted as additional information. Approximate age of device (age of device:1 year, 11 months). Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the evaluation of the log file. The submitted log file contained 2 days of data ((B)(6) 2018 per time stamp). On (B)(6) 2018 while the patient was connected to a mpu, the rsoc voltage levels of both power cables fell from the expected ~12v down to 0v in approximately 6 seconds activating low power hazard, power cable disconnect, and no external power alarms. Four seconds later, similar alarms activated again when the rsoc voltage levels of both power cables fell from ~12v down to ~2.8v in approximately 2 seconds. Throughout the log file, two more incidents of ac power loss were observed active. At each time, the alarms lasted for approximately 10 seconds and cleared when the ac power was restored. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and suggested an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. The provided information indicated that the patient has had a history of no external power alarms due to the cord coming disconnected from the mpu. The patient was given a locking ac power cord on this visit. The mobile power unit was not returned for analysis and remained in use with the locking ac power cord. No further issues related to no external power alarms have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that frequent ¿no external power alarm¿ were observed. Patient was given locking ac power cord at this visit. Log file analysis completed by the manufacturer¿s technical services representative revealed low power hazard on (B)(6) 2018 at 22:46:39, 22:46:48, 22:46:59, and 22:47:10. During this event, the emergency backup battery supplied power to the pump as designed. No other unusual events noted. The pump parameters and values are within normal limits. No additional information was provided.